Event description:
This is report 4 of 4 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The nurse reported the patient presented to the pd clinic with abdominal discomfort and cloudy pd effluent. Fibrin was noted in the patient lines and heparin was administered in the solution bags. The patient went to the hospital to have an x-ray of his pd catheter. Following the x-ray, the patient was admitted and diagnosed with peritonitis. The pd nurse stated the cause of the peritonitis event is unknown at this time. The patient was treated with fortaz 1 gram ip and vancomycin 1 gram ip. The patient is doing well and pd therapy has been ongoing during the reported event of peritonitis. The patient is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd893883 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.(B)(4): the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.